Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at an appropriate depth with resultant severe paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed with severe pvl still observed. A second valve was successfully implanted valve-in-valve which improved the pvl to trace. No additional adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. A second valve was successfully implanted valve-in-valve with a trace pvl result. A trace/mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.